Event description:
Legal case reported a patient underwent surgery for an anterior c5-6, c6-7 and c7-t1 discectomies and fusion with interbody cage, allograft and plate. The surgery was completed using stryker's pyrenees constrained cervical plate and screws. The patient underwent revision surgery to remove and replace the broken pyrenees constrained cervical plate and the broken screw on the right at c5. It is alleged that the cervical plate was taken out in two pieces and the right c5 screw had backed out about 4 threads and was loose. Approximately a third of the screw was removed and the remaining portion was left in the bone. This report represents the screw.

Manufacturer narrative:
Visual, dimensional, material, and functional analysis could not be performed as the device was not returned. A review of the device and complaint history records could not be performed as a valid lot code was not provided and could not be obtained. A review of the relevant IFU, surgical protocol, and package labelling could not be performed because the device associated with this event was not returned nor was it properly identified. The root cause of this event could not be determined.

Manufacturer narrative:
Status and location of the device is unknown.

Event description:
Legal case reported that on or about (B)(6) 2013 the patient underwent surgery for an anterior c5-6, c6-7 and c7-t1 discectomies and fusion with interbody cage, allograft and plate. The surgery was completed using stryker's pyrenees constrained cervical plate and screws. On (B)(6) 2018 the patient underwent revision surgery to remove and replace the broken pyrenees constrained cervical plate and the broken screw on the right at c5. It is alleged that the cervical plate was taken out in two pieces and the right c5 screw had backed out about 4 threads and was loose. Approximately a third of the screw was removed and the remaining portion was left in the bone. This report represents the screw.